Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for flow accuracy and passed. The device was determined to meet all product specifications related to the reported event. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. It was programmed to infuse "5-600 ml" but only delivered 200 ml over a longer than expected time. There was no known patient injury or medical intervention associated with this event. No additional information is available.